Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer

Event description:
As per patient, after left knee surgery she has been experiencing non stop pain. X-ray and bone scan showed loosening. According to surgeon the cement is the reason for the loosening. Patient has revision surgery scheduled for the fall. Patient has non-stryker devices implanted. Patient would like to know if she qualifies for compensation for all the pain she is experiencing.

Manufacturer narrative:
An event regarding loosening of knee components involving simplex bone cement was reported. The event, i.e. Femoral loosening was confirmed through x-rays. Method & results: device evaluation and results: not performed as no items were returned. Revision surgery is scheduled but has not yet taken place. Medical records received and evaluation: cementation technique with use of a very thick cement mantle on the femoral side of a non-stryker femoral total knee component has contributed to inferior interdigitation of cement with bone and early failure of fixation through development of radiolucent lines and osteolysis. No patient or device related factors were evident. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: based on the medical review, the cementation technique with use of a very thick cement mantle on the femoral side of a non-stryker femoral total knee component has contributed to inferior interdigitation of cement with bone and early failure of fixation through development of radiolucent lines and osteolysis. No patient or device related factors were evident. No further investigation for this event is possible at this time as no devices were received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
As per patient, after left knee surgery she has been experiencing non stop pain. X-ray and bone scan showed loosening. According to surgeon the cement is the reason for the loosening. Patient has revision surgery scheduled for the fall. Patient has non-stryker devices implanted. Patient would like to know if she qualifies for compensation for all the pain she is experiencing.